Event description:
Informed by rep that patient may have a lead dislodgement resulting in inappropriate therapy delivered to the patient. Patient has stated desire to have the entire system removed. System explant to occur today. (B)(6) 2014 - per rep, when he arrived for the proceedure, the physician had convinced the patient that having this system is very beneficial and they agreed to revise the lead and to turn shock therapy off. This system reamins implanted.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.